Manufacturer narrative:
Patient's exact age is unknown, but the patient was over 18 years. (B)(4) (partially deployed / difficulty crossing lesion). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx uncovered 8x80 stent was used during a procedure performed on (B)(6) 2010 (male, (B)(6); weight unknown). According to the complainant, a wallflex 8x60 stent was placed successfully from the left hepatic duct to the common bile duct. The physician then dilated the right hepatic duct with an 8x40mm hurricane balloon catheter. A wallflex 8x80 stent was then advanced through the target lesion. Some resistance was noted. The physician began deploying the stent, but the stent was not in the proper position. The physician attempted to re-constrain the stent to adjust the position, but the stent would not re-constrain. The procedure was completed successfully with another wallflex biliary rx uncovered 8x80 stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx uncovered 8x80 stent was used during a procedure performed on (B)(6), 2010 (male, over 18 years; weight unknown). According to the complainant, a wallflex 8x60 stent was placed successfully from the left hepatic duct to the common bile duct. The physician then dilated the right hepatic duct with an 8x40mm hurricane balloon catheter. A wallflex 8x80stent was then advanced through the target lesion. Some resistance was noted. The physician began deploying the stent, but the stent was not in the proper position. The physician attempted to reconstrain the stent to adjust the position, but the stent would not reconstrain. The procedure was completed successfully with another wallflex biliary rx uncovered 8x80 stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the returned device found that the outer sheath had been fully retracted and the stent had been deployed. The stent was returned and no issues were noted with its profile. There were no issues noted with the profile of the inner lumen. During analysis it was possible to move the outer sheath to the tip without any issue. The outer sheath was kinked at 10 mm distal to the re-constrainment band. The complaint states that a resistance was met when advancing the device to the lesion. This may have been a contributing factor to the complaint incident. The most probable root cause is operational context. A review of the device history record was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found.